Manufacturer narrative:
H6: investigation summary photo received by our quality team for investigation. Upon visual evaluation, foreign matter is observed on the packaging of the product. Unable to identify the type of foreign matter observed. Physical samples are necessary to identify the foreign matter. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd¿ precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from portuguese to english: needle packaging still sealed with the presence of a pink foreign body inside.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-aug-2023 . H6: investigation summary photo received by our quality team for investigation. Upon visual evaluation, foreign matter is observed on the packaging of the product. Additionally, physical sample received, foreign matter identified as dirt is observed. A device history review was performed for reported lot 2327743, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, root cause incident is associated with failure to clean the packaging machine after replacing the top web.

Event description:
It was reported that the bd¿ precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from portuguese to english: needle packaging still sealed with the presence of a pink foreign body inside.

Manufacturer narrative:
Investigation summary: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from portuguese to english: needle packaging still sealed with the presence of a pink foreign body inside.